Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. When the pump was turned back on a malfunction alarm was displayed. The customer¿s blood glucose (bg) level was 243 (mg/dl). A correction via a backup pump was delivered. Reportedly the customer will use a backup pump as alternate insulin therapy.